Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result was 872.33, repeat result was <1.20 miu/ml. There was no impact to patient management reported.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result was 872.33, repeat result was <1.20 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of the complaint lot. The ticket search determined that there is slight increase in complaint activity for this lot number but there are no trends for the product related to patient results. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 65706ud01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 65706ud01 did not identify any non-conformances or deviations with the likely cause lot. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 65706ud01, was identified.